Manufacturer narrative:
The ICD as well as the solia s and the protego promri s were not returned for analysis. An infection was observed following the implantation of these biotronik devices. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. The review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related. The protego promri sd 65/18 was partly returned for analysis. The lead was found cut approx. 12 cm distal to the df4 connector pin. The proximal, a medial and the distal lead fragment were returned. Between the proximal and the medial lead fragment a 3 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular the insulation of the distal lead fragment was multiply rubbed through. These damages can be considered to be the root cause of the noise and intermittent impedance decreases mentioned in the complaint description. The characteristics of the observed damages indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Based on the event description an interaction with one or several of the four nearby leads should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - this system was removed due to infection.